Event description:
The baxter rep reported an infusion pump with failure code 9, found during pt use with no pt injury or medical intervention. Although attmepts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt demographics. The medication involved was tpn with an infusion rate or approx 187-250mls/hr over 12-16 hours daily. The rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.